Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had blank display. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that they have received replacement battery cap but the pump is not responding. The customer was calling back with blank display after receiving new battery cap. The customer reported that there is no alarm and the pump is completely dead. The customer inserted new battery but, still nothing happened. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.